Manufacturer narrative:
A customer in the united states notified biomérieux of obtaining a discrepant result between gram stain and their vitek® ms instrument (ref. 410895; serial#: (B)(6) identification, with knowledge base v3.2. Vitek® ms produced a single choice identification: neisseria flava / perflava / subflava. Their gram stain result showed positive rods. Neisseria are gram negative organisms. Investigation: investigator reviewed the complaint database for reports of the same issue and looked at the device history record. No CAPA, non-conformity, or similar complaint was found. Fine tuning status was good at the time of the sample test. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous, varying between 49 and 96 during the analyzed period. Knowledge base (kb) review: based on the investigation, sample identification has been determined as corynebacterium striatum which is present in the kb 3.2. Sample analysis: biomérieux quality control laboratory did not reproduce the vitek ms customer results: single choice to neisseria flava / perflava / subflava. Customer's strain was tested internally by the quality control according to the following protocol: five (5) spots with customer strain tested with vitek ms v3.0. All five spots gave a single choice to corynebacterium striatum. Sample identification has been determined as corynebacterium striatum which is consistent with the customer¿s gram strain results. Based on the investigation information, the investigator identified the misidentification issue as being due to a non-optimal spot preparation (culture, spot, different operator). Root cause was determined to be non-optimal spot preparation. No corrective or preventative action was recommended at this time as it appears the system is working as designed and intended. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
Vitek® ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. A customer from the united states notified biomérieux of obtaining a misidentification of a gram positive bacteria as neisseria flava/perflava/subflava when testing with the vitek® ms instrument (ref. 410895) ¿ serial number (B)(4). The vitek® ms identified a respiratory patient sample as neisseria flava/perflava/subflava while the gram stain gave a gram positive result. The customer stated that the incorrect result was not reported. There is no indication from the customer if this event led to a delay of result or impacted the patient state of health. A biomérieux internal investigation has been initiated.